Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve got partially re-sheathed 1 time due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 5.8mm and left coronary cusp (lcc) was 9.5mm. At the 30 day follow up, the tte showed a rise in gradient and the CT came back positive of hypoattenuated leaflet thickening (halt). For treatment, the patient was placed on eliquis.